Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. Investigation: 12 disposable sets were received from the customer. Some of the filters from these sets will be sent to the vendor to verify correct manufacturing of the filters. Some of the sets will also be tested by terumo bct to verify no flash or partial occlusions. The device history records (DHR) were reviewed for this lot. There were no issues noted in the DHR that would have contributed to the elevated wbc count that the customer experienced. The lot passed all sut testings and met all quality labs and sterilization requirements. This filter set is not sold in the u.s. This is not a failure mode that can occur in the u.s. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. The customer also reported the presence of aggregates before filtration. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(6). This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). Investigation: three platelet bags were received from the customer. Product had been drained from all three bags. Platelet clumps were noted in the line to the platelet filter. No manufacturing defects were noted. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. Investigation: the run data file (rdf) was analyzed for this event. Root cause: a definitive root cause for the observed leukoreduction failure remains undetermined at this time. The rdf did not show root cause of the elevated wbc counts measured. An internal CAPA has been initiated to evaluate reports of elevated wbc counts.